Event description:
It was reported that the customer had keypad anomaly on the insulin pump. The customer's blood glucose level was 149 mg/dl. The customer stated that the buttons are not whorling and trying to enter carbs and the numbers keep moving. The customer was asked if recalls any significant events leading to the keypad anomaly and said no. The customer was advised that the insulin pump need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to back up plan per health care provider instruction.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.